Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the caregiver that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels reached above 400 mg/dl and ketones reached up to 4.9 (no units were specified) while wearing the pod 72 hours or longer. When the pod was removed from the infusion site (arm), the infusion site was found red. The patient was treated with unspecified administration of insulin and fluids. The patient was discharged on (B)(6), 2026. A new pod was successfully applied. The pod was removed prior to the hospital.